Event description:
A customer reported a system message and an occluded tip during cataract procedure. A company representative informed, upon follow up with the customer that the cataract was "rock hard" and the surgeon experienced an occlusion. To resolve the issue, the cassette was replaced, but the occlusion was still present. Therefore, the tip was then exchanged and the surgery was completed without harm or injury to the patient. Additional information and sample have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).